Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to a hypoglycemic event with a blood glucose value of 28 mg/dl. The customer reported symptoms like seizures and passed out/fainted. The customer was visited by an emergency medical service and then taken to the hospital and treated with tablets. The customer also reported that they didn't receive any alarm for low blood sugar readings. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event and the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue the use of the insulin pump. The insulin pump will not be returned for analysis.

Event description:
Updated summary: the customer reported that on (B)(6) 2024 at 18:15 the paramedics were dispatched for low blood glucose, seizure, and passing out and he was subsequently hospitalized for hypoglycemia. The blood glucose was 28mg/dl and treatment was with d10 by the paramedics. No alerts or alarms were reported and none were seen in the history. He was at disney world when the event occurred and had been walking more than was usual. He stated that he did eat a meal and bolused later. He also reported he does not carry a blood glucose meter with him and that he is dependent on the continuous glucose monitoring system. The pump was in use at the time of the event with smartguard active. Troubleshooting was done. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.